Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge septum was leaking during the loading process. Customer changed the cartridge and syringe to resolve the issue. There was no reported adverse impact to customer's blood glucose.